Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station shut off during the transaction. The customer stated that this malfunction caused a delay while dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had powered down a few times over the past couple of days. A field service engineer (fse) found that the medstation had powered down several times over the last few days, verified that the power cord was securely plugged in at both ends and noted that the outlet was physically loose in the wall, although the power cord remained firmly in the socket. The fse adjusted the power cord and the outlet, but the station did not lose power. Subsequently, the fse conducted tests on all drawers using the hardware test application (hta), examined every internal connection, and found no problems. The fse observed that the backup battery needed replacement, inspected the internal bus cable, and identified no issues. The fse concluded that the station was rebooting, rechecked all drawers in hta, verified all connections, and was unable to replicate the issue, subsequently relocating the power cable to a different outlet. The fse assessed that it was an intermittent problem and planned to monitor it for a few days. Finally, the fse reviewed the station through remote support service and confirmed that it had not lost power in the past seven days. The system functioned as intended after the field service engineer repaired the device.